Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed, and no leaks were found from the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a urine drainage bag leaked from the "upper side of the bag." This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.